Event description:
Clinical study. Same case as #6000089-2005-00113, #6000089-2005-00114. It was reported that 4 days after a drug eluting stenting procedure, the pt expired. The lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated. The physician then placed a 3.0x16mm taxus express 8.8% 3.0x16mm drug eluting stent. With suboptimal results. The physician then placed a taxus express 8.8% 3.0x24mm drug eluting stent in the same site. There was an unk overlap. Then the physician placed a taxus express 8.8% 3.0x32mm drug eluting stent in the proximal rca. The pt expired in 2004. The cause of death is listed as ventricular septal defect.